Manufacturer narrative:
Other, other text: d10. Device available for evaluation; h3. Device evaluated by manufacturer and h6. Event problem and evaluation codes: updated. H10 device evaluation: one device was received. Visual inspection showed a damaged power switch, printed circuit board (pcb) and cracked tank cover. Filled tank with water, attached temp check, plugged in line cord, and turned on the power switch. Once heated up the temperature fluctuates and will not calibrate confirming the customer complaint. A test printed circuit board (pcb) was installed, and the temperature was set and stabilized confirming that the printed circuit board (pcb) was the root cause. A manufacturing device history record (DHR) review was not performed because the device is beyond a year from its manufacture date of 2017 and there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped.

Manufacturer narrative:
UDI is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device will not stabilize. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.